Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported condition was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Troubleshooting of the device revealed no hardware/software abnormalities that would induce the reported allegation. The cause of the condition could not be determined. The ultrasonic sensor was calibrated as part of preventative maintenance. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the upstream occlusion test and would not detect an increase in pressure. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.